Event description:
It was reported that a percutaneous extension (pe) had migrated medially from the original pocket site. Upon attempting to insert the lead wire into the ins, the physician discovered that the clear sheathing had become stretched and broken from the lead, making it unable to seat and screw into the ins fully. The physician removed the wire, replaced it with a new lead, and implanted the same ins without issue. The patient is doing well, and no further complications were reported.

Manufacturer narrative:
Block d2b: product code: additional product code qon. Block g4: premarket/510(k) #: additional premarket/510(k) # p190006. Block h11: investigation details: the device was returned for analysis. A visual inspection revealed the tined lead was stretched at the proximal end and impedance test displayed open impedance. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. The user should avoid pulling the lead body taut when implanted. A risk review was completed and confirmed that the event of migration was defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Based on the information provided, the most probable cause of the reported issue cannot be established due to lack of evidence. Since the investigation findings do not clearly confirm the presence or absence of the reported problem with the device, the investigation conclusion code selected for this complaint is cause not established.

Manufacturer narrative:
Product code (d2b): additional product code qon. Premarket/510(k) # (g4): additional premarket/510(k) # p190006.

Event description:
It was reported that a percutaneous extension (pe) had migrated medially from the original pocket site. Upon attempting to insert the lead wire into the ins, the physician discovered that the clear sheathing had become stretched and broken from the lead, making it unable to seat and screw into the ins fully. The physician removed the wire, replaced it with a new lead, and implanted the same ins without issue. The patient is doing well, and no further complications were reported.